Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Moisture damage was found on the interface board and radio frequency board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had fallen in the water.